Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.a 510k number cannot be provided in this report because the product code is unknown at this time.

Event description:
Reportedly on (B)(6) 2011, the home patient (hp) using the homechoice (hc) machine stated that the connection broke. The hp stated that the shield fell off and left the line open to air. The hp wanted assistance to get back to the beginning. The technical service representative (tsr) assisted with removing the old set so that a new one can be used. The hp was connected to the machine. No patient injury or medical intervention was reported. No further information is available.